Manufacturer narrative:
The manufacturer has completed the investigation of a ventilator's display allegedly functioning intermittently. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. During the evaluation of the device, "service required" codes were observed in the downloaded event log. The oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's display functioned intermittently. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to sensor (u29) being out of tolerance.